Event description:
Pt was in the hosp on telemetry receiving IV chemotherapy. Pt turned over in bed, the tubing became tangled and the line pulled out. This incident did not result in any known tissue damage or blood loss.